Event description:
Per hcp pt's catheter was removed initially before the reservoir was removed for possible infection. Subsequently it beceme necessary to remove the reservoir in 1999. No more detailed info is available.